Event description:
Customer reported that the cufflator does not hold pressure. No pt incident or injury was reported and the customer did not provide a date when this was discovered.

Manufacturer narrative:
Product was requested to be returned for eval but has not been received.